Event description:
The patient underwent a full replacement. The explanted devices are not available for return.

Event description:
It was reported that the patient¿s device was interrogated and showed a high lead impedance. Notes also indicate an increase in seizure frequency. No known surgical intervention has occurred to date. No additional relevant information has been received to date.